Event description:
(B)(4) - the customer reported that she was walking down the street using her 65100 rollite rollator when the left front axle broke on the inside of the left caster. There was no reported injury.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6)-2012- (B)(6) - the customer reported that she was walking down the street using her 65100 rollite rollator when the left front axle broke on the inside of the left caster. There was no reported injury.